Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a breast reconstruction revision with 500cc mentor memorygel breast implants. The patient has ongoing breast cancer and underwent further radiation treatment, which resulted in a chest wall infection (cellulitis) on both breasts. Her physician recommended bilateral replacement of her breast implants as a result, and additional information received from the initial reporter indicated that the issue had nothing to do with the patient¿s implanted devices. Per the instructions for use, radiation therapy performed on patients who have breast implants may increase the likelihood of certain patient events. The patient underwent bilateral explantation and replacement with unspecified devices on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).